Manufacturer narrative:
Internal reference number case: (B)(4).

Event description:
It was reported that a renasys go pump has an odor when it is running, also the keypad lock function is not operating properly, when unit is turned on, the pump displays the blue light over the keypad lock button and starts to run immediately. The keypad lock can not be released/turned off. As this was noticed in a non-surgical environment, there was not any patient involved.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.